Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. The returned sample pak was visually inspected. A pin hole was observed on the tubing at the bottom of the infusion cannula hub. The connectors were found to be in good condition. A calibrated console representing the current software version was used to test the sample. Event occurred when fluid was introduced into the infusion cannula line during priming process. The pin hole observed just below the hub of the infusion cannula caused the customer's experience. The root cause of the customer's complaint is related to an error caused during the suppliers manufacturing process during assembly of the steel hub to the tubing. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint via the complaint review meetings and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the connector that was inserted into the cassette was damaged, the irrigation did not circulate, and also causing leakage during the set up for cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).